Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. Additional device product code is hwc. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(4). A device history record review was performed for the complaint device lot. The review showed that this lot of 2.7mm va-lcp lat distal fibula plate was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Manufacturing location: (B)(4). Date of manufacture: oct 18, 2016. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal of a plate and screws was performed due to suspected infection and wound dehiscence on (B)(6) 2016. The original procedure to repair a left ankle fracture was performed on (B)(6) 2016. The removed, all- intact hardware included: one (1) 2.7mm variable angle locking compression (va-lcp) lateral distal fibula plate, two (2) 3.5mm cortex screws and six (6) 2.7mm va locking screws. The procedure included irrigation and debridement, cultures collection, and stress fluoroscopy. It was determined that no additional hardware was required. The procedure was completed successfully with no harm to the patient. This report is 1 of 3 for (B)(4).